Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to urinary and bladder problems. The patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and vaginal scarring. The patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2010 for extruded vaginal mesh and obstructive voiding symptoms. It was reported that the patient underwent a cystogram on (B)(6) 2010 for stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. The patient underwent a cystoscopy and placement of bilateral ureteral stents due to pelvic pain on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and urinary retention.

Manufacturer narrative:
Additional patient codes: (B)(4) - blood loss, (B)(4) - urinary frequency, (B)(4) - nocturia additional narrative: it was reported that following insertion the patient experienced vaginal bleeding, urinary frequency, and nocturia.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and stress urinary incontinence.